Manufacturer narrative:
Device passed sleep current measurement, active current measurement and self test. Device alarmed pump error 38 during rewind due to corroded motor home switch. Unable to verify insulin flow blocked alarm due to motor anomaly. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No power loss alarm noted during testing or in the device trace download.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had insulin pump error alarm. Customer's blood glucose value was 6 mmol/l. The customer was assisted with troubleshooting. Customer reports they were able to clear the alarm. Customer states they were able to rewind the pump. Customer stated that they performed displacement test and test result was passed. Customer states the insulin pump was not dropped. Customer stated that the problem with their insulin pump. Customer stated that the insulin pump used to shuts down and restart and also getting insulin flow blocked. Customer stated that the while troubleshooting the insulin pumps shuts down again. The device will be returned for analysis.